Event description:
Patient received to room from surgery at 1300 on 8/30/94. 50cc blood in drain. At 1555, no further drainage. Clot noted. Cannister and filter changed. Physician notified. At 1630, still no drainage. 1800 still no drainage. Physician notified. On 8/31/94, 0830, no drainage - blood clot in filter - filter changed, no drainage. On 9/1/94, 1000 - physician removed drain. 1015, approximately 500cc bright red blood poured from drain site. Physician notified. Redressed and pressure dressing applied. Bleeding ceased.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.